Event description:
Reporting status: serious injury-required intervention-permanent damage. Reporting rationale: perforation requiring surgical intervention; stroke. Device issue: no device malfunction has been reported. It was reported that a 4.0x18 promus was directly stented in the distal rca with 99% stenosis, at which time, a perforation occurred at distal end of stent. Another company's balloon was advanced and inflated for 5 minutes. An echocardiogram showed a small pericardial effusion. The balloon was again inflated for 4 minutes, but active bleeding from the site of the perforation continued. The sheath, guide catheter and guide wire were exchanged for devices compatible with jostents. The 3.0 x 12 jostent was advanced for treatment, but could not cross the previously implanted promus stent. Attempting to remove the jostent, the stent dislodged from the balloon. The stent could not be retrieved; therefore, was deployed in the proximal rca by another company's balloon. At this point, the patient became hypotensive and repeat echocardiogram showed enlarging pericardial effusion. Patient was started on dopamine and attempts were made to do pericardiocentisis, but were unsuccessful in placing the needle. The patient went into respiratory failure that required intubation and mechanical ventilation. At this point, the patient went into cardiac arrest and CPR was started. The patient had multiple episodes of vf that required defibrillation. An iabp was placed and the patient went emergently to the or to stabilize. A large hematoma was observed where the perforation occurred; however, there was no evidence of bleeding. The decision was made not to do bypass surgery. It was further reported that the patient experienced a stroke the following day. No additional event or patient information is available.

Manufacturer narrative:
The jostent graftmaster stent is being filed under MFR number 2024168-2009-01749. Product performance engineering determined that hematoma, hypotension, perforation, stroke and cardiac tamponade, as noted in the promus instructions for use (IFU), are known adverse events associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality deficiency. Perforation can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. Additionally, cardiac arrest, hematoma, hypotension, perforation, respiratory arrest, stroke, ventricular fibrillation, cardiac tamponade, non-surgical treatment, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. It was also reported that the lesion was not pre-dilated. It should be noted that the promus IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of product quality deficiency. This MDR is considered closed by the product performance group.